Event description:
It was reported while the physician was maneuvering the brk needle for a transseptal procedure, the handle broke. The brk needle had to be replaced for the procedure to be completed. There were no adverse complications to the pt.

Manufacturer narrative:
One brk needle was received for eval with a detached valve handle. The stylet and wave spring were not returned with the needle. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A wave spring from the same lot number as the complaint device was obtained and attached to the handle/needle. The handle assembly was loosely securing the handle to the needle. A similar sjm brk needle was obtained from older inventory and the wave spring was removed. The obtained wave spring was attached to the complaint needle with the detached handle, which did successfully secure the handle to the needle. The handle was actuated several times with the wave spring attached to confirm its fit; no anomalies were noted. Visual observations of the two wave springs revealed a surface appearance difference along with a difference in shape. There were no reported pt consequences. A quality improvement project was initiated to address the wave spring observations noted above. Based upon the investigation of the returned device completed on 12/11/2009, st. Jude medical determined this to be a reportable event. (B)(4).